Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure. Failure analysis found the primary failure of "jaws dislocated - wires frayed" to be related to the customer reported complaint. The instrument was found to have a severely bent grip, causing side to side misalignment of the grips. As a result the grips do not close as expected.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar instrument jaws were dislocated and had frayed wires. The site replaced the instrument with another force bipolar. The procedure was completed with no reported injury.